Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100434289. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100427984. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly and the patient experienced recurring urinary incontinence. Under a cystoscopy was observed that the cuff was not fully closing. Therefore, a surgical procedure was performed during which the aus was fully replaced. No additional patient complications were reported.